Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The manufacturer¿s international service technician reported that the self-test: patient circuit failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported circuit issue. The manufacturer¿s international service technician replaced the inhalation module to address the reported problem. Test and inspection data show that the unit passed extended self test. The device returned to full functionally.